Event description:
It was reported that after inflation of a pta balloon in a upper arm fistula, only approximately 75% of the balloon could be deflated. The balloon catheter was unable to be retracted through the introducer sheath; therefore, the introducer sheath and balloon were removed as a single unit. Another pta device was used to complete the procedure without incident. There was no injury to the patient.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number for this failure mode. The device was returned for evaluation and the investigation is currently underway.